Event description:
Reportable malfunction: on 7/1/1998 novo nordisk a/s received a novopen 3 from germany with the complaint that the "dosage adjustment is heavy". The device was received in the quality assurance durable device department on 10/30/1998. No adverse event was reported in connection with this complaint. Result and conclusion of manufacturer's investigation - during investigation the dose mechanism was checked. The piston rod system, consisting of piston rod, piston rod nut, nut cap and piston rod lock fell out of the device. Consequently, the device was not able to deliver any insulin. The device parts were forwarded to the quality assurance durable device department where it was established that the collar on the piston rod nut was broken off. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on 10/30/1998.